Event description:
The patient reportedly used the suspect device to check blood glucose and obtained a result of 446 mg/dl. Patient had blurred vision and shakiness and called the emt's. Emt's arrived and patient believed they checked patient's glucose and the level was around 200 mg/dl. Patient was taken to the hospital and checked again and the level was still around 200 mg/dl. Patient was given an IV, had blood pressure checked, given food and watched for six hours before being sent home. Level 1 and level 2 glucose controls were used on the system and both controls were within range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.